Manufacturer narrative:
The received device had the cannula assembly fully deployed. No defects or deficiencies were found that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula event could not be determined. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. The exposed portion of the soft cannula was found to be damaged and torn. It could not be determined when or how this damage occurred. The download data does not show any irregularities that would indicate a struggle to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 254 mg/dl. The pod was worn between 1 and 4 hours on the abdomen. It was noted that the cannula dislodged from the site. Hyperglycemia treated with a new pod and correctional bolus.